Event description:
Report received of a tubing separation. The customer reported the patient was receiving 5% dextrose and lactated ringers with 20 mg of pitocin via unknown primary tubing set that was connected to the dial-a flo extension set. The dial-a flo extension set was connceted to the patient's indwelling IV catheter and had been in use for approxomately 24 hours. The patient was being assisted into bed in the presence of a nurse's aid when it was noted that the dial-a-flo and tubing cracked and separated proximal to the dial-a-flo assembly. Bleed back occurred up to the to the dial-a-flo, however, there was no blood loss. Anunknown amount of the IV solution leaked form the tubing set. The nurse was notified, the tubing set was changed and the infusion continued. There were no reported adverse patient effects no medical interventions were required.